Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/25/2020 to present date 12/03/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the 8015 unit would not turn on. There was no reported patient involvement.

Event description:
It was reported that the 8015 unit would not turn on. There was no reported patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture 04/25/2020 to present date 12/03/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device